Event description:
A pt with a very long segment of barrett's (10 cm) had a nodular area resected with endoscopic mucosal resection at the most proximal region of the segment on (B) (6) 2008. The resection encompassed approx 25% of the circumference and was 2 cm in length. Approx 7 weeks later, on (B) (6) 2008, the pt underwent endoscopy with the intent to perform circumferential rf ablation. Sizing of the esophagus was commenced in the region of the proximally situated emr site, with subsequent measurements moving distally. All measurements were in the 28 mm range. A 28 mm ablation catheter was selected and positioned at the proximal margin of the barrett's segment. After 2 deployments, a superficial 1.5 mm long mucosal injury was noted within the emr site. The ablation procedure was discontinued. The physician clipped the mucosal injury. There were no subsequent complications and the event is deemed to be resolved.

Manufacturer narrative:
No failure detected during product evaluation. Product within specification.